Event description:
The customer reported that the system locked up during a procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. This issue is being monitored and investigated by service.